Event description:
It was reported that the patient experienced a loss of therapeutic effect and had difficulty eating due to tremor. It was unknown if the patient had experienced any types of falls, and it was noted that the tremor had returned to both sides within the last month. The ins was interrogated and found to be turned off. The patient said that she had not turned it off herself, and she could not explain how it had happened. The magnet control on her kinetra and it was on, so it was turned off. All impedance measurements were within normal limits and the battery was ok. When the device was turned back on the tremor was significantly reduced. The patient was happy with the decrease in tremor after the device was turned on.

Manufacturer narrative:
(B)(4). Concomitant medical products: lead: model 3387s-40, lot# v156048, implanted: (B)(6) 2009, explanted: na. Lead: model 3387s-40, lot# v156048, implanted: (B)(6) 2009, explanted: na. Extension: model 7482a51, serial# (B)(4), implanted: (B)(6) 2009, explanted: na. Extension: model 7482a51, serial# (B)(4), implanted: (B)(6) 2009, explanted: na. Programmer: model 7436, serial# nfu022177p.